Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was displaying inaccurately high results compared to her feelings or normal results as well an emergency medical services (ems) meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 2:30pm, the patient reported obtaining a reading of "146mg/dl" on the lfs meter. The patient reported 5 minutes later she reportedly "passed out and was disoriented." It is unclear if the patient revived on her own or if she had assistance. The patient reported ems was called and on (B)(6) 2012 at 2:45pm, her blood glucose was checked and a reading of "31mg/dl" was obtained. The patient reported on (B)(6) 2012 at 2:45pm, she was given IV glucose. The patient reported she normally uses insulin pump therapy (type unknown) to manage her diabetes. The patient reported, on the day of the alleged issue she made no changes to her usual diet, activity level or medications. During the time of troubleshooting, the cca determined that the subject meter was in the correct unit of measurement at the time of testing. The patient's test strips were found to be in good condition. However a control solution test was not run due to the patient not having control solution available at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue she developed symptoms of severe hypoglycemia, and required treatment from ems.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.